Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers were open all the way, and they did not stop as set to dispense medication. A field service engineer disconnected drawer ribbon cables and identified a failed mini-engine screamer. A field service engineer replaced the mini-engine to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia es system, mini drawer was coming all the way out when set to single pocket access. There were no adverse events or injuries reported based on this event.